Event description:
It was initially reported that the patient has 3 prolonged seizures since his last appointment and an increase in seizures. The physician has only seen the patient a couple times and there was no additional information available from the office. The patient had a generator replacement and the generator has been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. A battery life calculation showed that the patient's generator was near or at end of service.

Event description:
Additional information was received that the product analysis was completed on the generator. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.